Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the blood glucose ran as low as 50 mg/dl while the customer was new to the insulin pump and was still getting adjusted to it. No troubleshooting was performed and the insulin pump was not returned for analysis.